Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator underwent a device changeout procedure. The patient was pacemaker dependent at that time. The left ventricular lead was intended to be used for pacing while switching devices however, the device was in nominal settings using the right ventricular lead. The device was in electrocautery mode therefore with nominal settings pacing was inhibited for seven seconds. Troubleshooting was performed and the device was successfully implanted and remains in service. No adverse patient effects were reported.